Event description:
The customer reported that the retic latron control was recovering out of range low on the coulter lh 750 hematology analyzer. The customer did not run patient samples as retic controls were out of specifications and no erroneous patient results were generated. There was no change or affect to patient treatment in connection with this event. The customer did not provide any instrument printouts for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed that the element scatter sensor was faulty. The fse replaced the element scatter sensor to resolve the issue and verified the repair as per established procedures. (B)(4).